Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 515052, batch#: 2301308. It was reported by the customer that the md falling apart, both blood and fluids spilled onto him and his clothes. Verbatim: rcc received a complaint via email. Email(s) attached. We have recently received a complaint from a patient¿s family member pertaining to ¿bd phaseal optima injector¿ (ref# (B)(4), lot# 2301308). The issue in question was described by the complainant as follows: ¿my husband¿ is currently in (B)(6) for treatment of leukemia. The bd phaseal optima injector (n35-0) ref (B)(4), lot 2301308 was being used to control various drugs he is receiving through his hickman line. As a result of the md falling apart, both blood and fluids spilled onto him and his clothes. This is the second incident that this has occurred while I was there. I don't remember when it occurred previously, but I asked the staff on the leukemia floor to report it to hc.¿

Manufacturer narrative:
(B)(4) ultrasound gastrovideoscope follow up MDR for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2301308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is important to ensure the mating luer devices are compatible with the optima injector luer and all connections are secure before use. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: 515052, batch#: 2301308. It was reported by the customer that the md falling apart, both blood and fluids spilled onto him and his clothes. Verbatim: rcc received a complaint via email. Email(s) attached. We have recently received a complaint from a patient¿s family member pertaining to ¿bd phaseal optima injector¿ (ref# 515052, lot# 2301308). The issue in question was described by the complainant as follows: ¿my husband¿ is currently in vgh for treatment of leukemia. The bd phaseal optima injector (n35-0) ref 515052, lot 2301308 was being used to control various drugs he is receiving through his hickman line. As a result of the md falling apart, both blood and fluids spilled onto him and his clothes. This is the second incident that this has occurred while I was there. I don't remember when it occurred previously, but I asked the staff on the leukemia floor to report it to hc.¿